Manufacturer narrative:
B5 describe event or problem and h6 device codes were already updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance out of range measurements. Reprogramming efforts were performed, but undersensing was observed. Which was believed to be caused by failling lead. It was recommended to change the ra sensitivity to address atrial undersensing for atrial tach discrimination purposes or continue to monitor. Currently, this ra lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance out of range measurements. Reprogramming efforts were performed, but undersensing was observed. It was recommended to change the ra sensitivity to address atrial undersensing for atrial tach discrimination purposes or continue to monitor. Currently, this ra lead remains in service and no adverse patient effects were reported.